Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2017 with the following findings: a review of the black box showed unexplained power on resets. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The intermittent power complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.